Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a zero tip nitinol basket was used in the ureter during a ureteroscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the basket was noted to be broken. The procedure was completed with another zero tip nitinol basket. There was no serious injury nor were there any adverse patient effects reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A visual analysis of the received device found that two basket wires were broken and were still attached to the proximal end of the basket. Additionally, it was noted that the broken wires were melted, discolored and are consistent with those that were contacted by laser/lithotrite. Based on all the gathered information and the inspection performed to the returned product; it was determined that there is enough evidence to consider and conclude that the issue reported by the user (basket wire(s) broken), could have been generated due to the incorrect use of the device by the user; since the broken wires were melted, discolored and are consistent with those that were contacted by laser/lithotrite. The dfu states that the device must not come in contact with any electrified instrument. The device should not be directly fired upon by any lithotrite. To do so may damage the device and could result in patient injury. It is highly possible that the interaction between the user and device, or sample, caused or contributed to the error. This includes unintended inappropriate use of the device and incorrect sample preparation. Therefore, the investigation conclusion code of this event will be documented as "unintended use error caused or contributed to event". A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a zero tip nitinol basket was used in the ureter during a ureteroscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the basket was noted to be broken. The procedure was completed with another zero tip nitinol basket. There was no serious injury nor were there any adverse patient effects reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.